Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Device is not distributed in the united states but is similar to device marketed in the USA. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the locking screw of the set ht10102n could not be properly inserted into the plate. The surgery was completed successfully. No further information is available. Concomitant device reported: unk - plates: lcp distal femur (part# unknown; lot# unknown; quantity: 1). This complaint involves one(1) device. This report is for (1)3.5mm locking screw slf-tpng with stardrive recess 70mm. This report is 1 of 1 for (B)(4).